Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 2.5% ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4), the following was reported. On an unreported date, the patient did not wear a mask while performing pd therapy, which caused peritonitis. The patient was not hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with injection (inj) vancomycin (1 gm, starting dose), inj reflin (1 gm, once daily), inj orzid (1 gm, once daily), inj amitax (100 mg, once daily) and inj heparin (500 iu), routes not reported, for the peritonitis. The outcome of the peritonitis event is unknown.